Event description:
It was reported that the radio frequency (rf) head was "not working" when trying to interrogate a device. The rf head was "swapped" with another and was able to interrogate. The rf head was sent back for repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head would not interrogate devices. Bending causes noisy telemetry. Intermittent rf head cable failure.